Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the (B)(4) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the patient's prescriptions did not change in both eyes after lasik. Additional information requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A clinical review: the treatment report shows the use of a nomogram, therefore we can not say anything about the refractive outcome. In general we do not recommend to use a nomogram on hyperopic eyes. In this case we also see, that there was only one month between the treatment and the postoperative refraction. On hyperopic eyes we recommend to observe the development of the refraction for a longer period of time to check whether the refraction is stable. Because we do not know if the patient underwent a photorefractive keratectomy or lasik with a flap and how the treatment was performed, we can not analyze if and why there was a regression of the refraction. Knowing that there have been several cases with under corrections on hyperopic eyes, we recommend to review the principles on the routine of treating such cases. After the day of the event a fse (field service engineer) was onsite to check the system. Fse could not find any issues with the system. No technical root cause was identified as the product was found to be within specifications. Customer used a nomogram which is not recommend on hyperopic eyes. The manufacturer internal reference number is: (B)(4).